Event description:
It was reported that the pump and catheter were removed due to infection. Per the reporter the hcp stated it was not getting better despite antibiotics so a decision was made to remove everything. The system was explanted (B)(6) 2015. The reporter did not know the strain of infection but stated the pump site was ¿oozing¿, red, excoriated over the pump. The patient did not have a fever. They planned to wait for 3 months then re-implant. The drug and the patient outcome not reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).